Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline. A field service engineer replaced network cable which did not resolve the issue. Further, the engineer changed internet protocol (ip) address to dynamic host configuration portal (dhcp) to verify network activity and found that network was disconnected, informed customer regarding number and information and advised them to create ticket for information technology (it) team to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.